Event description:
No patient issues. The device was exchanged due to lead incompatibility with new leads placed. The atrial lead was stable and remains in place. The rv (model 0155) and lv (model 4592-90) leads were capped due to high threshold and replaced. The (B)(6) were returned due to unsuccessful implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154465.